Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Stylet remaining in the patient body: (B)(6) 2014 - this catheter was placed in the patient. (B)(6) 2014 - the catheter was removed, because the patient developed bleeding and skin troubles. (B)(6) 2014 - the patient complained of pain in the abdomen, and CT scan detected the stylet was left in the area from the right atrium to the abdomen. The complaint sample was not returned.